Event description:
A customer reported receiving an unspecified error message upon scanning the freestyle libre 2 sensor. As a result, the customer reportedly required treatment of glucose provided by his wife. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Adc investigated the medical event associated with this complaint for check sensor of the sensor scan and determined that there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 30-nov-21. Aware date of this issue was 15-jan-22, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message upon scanning the freestyle libre 2 sensor. As a result, the customer reportedly required treatment of glucose provided by his wife. No additional details were provided. There was no report of death or permanent impairment associated with this event.